Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that insulin pump had crack and scratches. Customer stated that reservoir compartment was cracked and reservoir was lock in place but it came out when customer was wearing it. Customer¿s mother mentioned that customer was in the hospital but not wearing the insulin pump. Customer advised to discontinue use of the pump and revert to a back-up plan. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be return for analysis.

Manufacturer narrative:
The reservoir tube lip completely broken off. However the test reservoir was lock/click in place. Insulin pump also had cracked case at display window corners and cracked battery tube threads.